Event description:
It was reported during an unknown surgery that the attachment screw broke off inside the plate. The rest of the attachment screw remained in the plate. The plate with the rest of the broken screw did not remain in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The received insertion guide was investigated based on the production and material documents and it was found that all standards were met and all specifications were complied with. Based on the finding that the attachment screw broke off, we assume that the damage is due to incorrect handling or that excessive mechanical load aided in the breaking of the screw. No product defect was found.